Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported sleeve steering issues and tissue injury were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 and a large eustachian valve. A triclip xtw was inserted and deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xtw, was inserted. However, while steering down to the valve, it was presumed that the clip was miss-keyed. Therefore, the clip was removed from the patient. However, while outside the patient, small fibrous tissue, which was presumed to be a small amount of the eustachian valve, was observed. One clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There was clinically significant delay in the procedure.